Manufacturer narrative:
D10: 320-10-00, equinoxe reverse tray adapter plate tray +0, b090932. 320-20-00, eq reverse torque defining screw kit, b077217. 300-01-11, equinoxe, humeral stem primary, press fit 11 mm, b207966. 320-42-00, equinoxe reverse 42 mm humeral liner +0, b207092. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient had previously undergone a left reverse shoulder arthroplasty and subsequently required revision due to infection. During the revision procedure, the humeral components, including the stem, reverse torque component, adapter tray, glenosphere and humeral liner¿were explanted. One screw was removed from the glenoid construct; however, the custom glenoid baseplate was left in situ at the surgeon¿s discretion. The glenosphere and the removed screw were not replaced due to the presence of infection. A cement spacer was placed, and the custom glenoid implant remained in situ. The patient was last known to be in stable condition following the event. No further information is available.